Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced stoma discharge and pain. The patient underwent an abdominal echography which showed thickening of the abdominal wall at the level of the peg tube. The stoma infection was treated with an unknown oral antibiotic and anti-inflammatory drugs. The patient still experienced pain after returning home from the clinic. On an unknown date, the peg-j tubing was removed to allow the stoma site to heal. On (B)(6) 2019, the patient still had signs of the stoma infection, so the physician decided to postpone the peg-j tubing replacement until the infection resolved.